Event description:
Customer reported instrument giving chem n/a error.

Manufacturer narrative:
Customer stated having recurring chem n/a problem. To the best of our knowledge, there were no reports of erroneous pt results or change to pt mgmt as a result. An iris field service engineer (fse) noticed that the probe was off alignment and performed alignment from probe to pads. Fse ran qc and pt samples which passed. System was operational.